Event description:
The customer reported that they received questionable results for two patient samples tested for hdl-cholesterol plus 3rd generation (hdl). Of the two samples, one was found to be erroneous. The sample initially resulted as 4 mg/dl and this value was reported outside of the laboratory to the physician. The sample was repeated on (B)(6) 2012 on a c501 analyzer and resulted as 55 mg/dl. The repeat value of 55 mg/dl was believed to be correct and a corrected report was generated. The patients were not adversely affected by the event. The hdl reagent lot number was 65628901 with an expiration date of 09/30/2013. The field service representative was not able to determine a cause. He performed system checks and precision testing. All precision results were within precision guidelines. The operator performed quality control. The unit is operating according to all specifications.

Manufacturer narrative:
A specific root cause could not be determined due to missing critical information. The system seems to be working according to specifications based on the field service representative's observations and the quality control data. The customer noted that they have not had any further erroneous results generated since the ultrasonic mixers have been replaced on the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.